Event description:
It was reported "the PICC was only inserted on the (B)(6) 2025 and the split was noted on (B)(6) 2025 on removal as the patient was complaining of pain on flushing with all other causes ruled out." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of a leaking catheter was able to be confirmed by the video; however, a complete visual inspection to evaluate the nature of the damage and determine the cause could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the PICC was only inserted on the (B)(6) 2025 and the split was noted on (B)(6) 2025 on removal as the patient was complaining of pain on flushing with all other causes ruled out." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.